Event description:
It was reported that during implant, it was noted that the device was programmed to store atrial fibrillation (af) episodes with a duration of greater than ten minutes. This setting differs from the default setting. The device was reprogrammed and remains in use. The patient is a participant in the reveal linq study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).